Event description:
It was reported that the sample (B)(6), from (B)(4), was tested with serology. The test result was positive (c+), which contrasted with the molecular typing performed on (B)(6) 2023, using the ID core xt assay which provided negative results (c-), with ID core xt analysis software v3.0.2.

Manufacturer narrative:
The genomic dna sample was sent to grifols laboratory solution for sequencing. Next generation sequencing interrogated rh genes proximal promoter, exons 1-10, and portions of intron 2-3. No variant was found in rh genes and sequencing provided a genotype rhce*ce, rhce*ce, but ID core xt reported a genotype rhce*ce. ID core xt determines c antigen interrogating polymorphism rhce: (B)(6) in rhce gene intron 2. The presence of the 109 bp insert is associated with c antigen. However, this sample contains the rare rhce*02.37 allele, as identified by the isbt, which is characterized by the absence of the 109 bp insert and results in a c+ phenotype. ID core xt predicted a c- phenotype, however the serology data from the user indicated a c+, due to the presence of rare rhce*02.37 allele. Since ID core xt obtained a false negative result, this is considered a discrepant result and then a malfunction this limitation is covered by the general assay limitation described in the ID core xt package insert (limitation 1).